Event description:
It was reported the patient was experiencing heating at the ipg site which was unrelated to recharging the ipg. It was reported the patient used the scs system continuously to alleviate pain. The sjm representative met with the patient for reprogramming. Follow up regarding the patient status after receiving reprogramming of the system identified the issue was resolved.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.